Event description:
During product evaluation, failure code 703:00 was found in the pump's event history. There was no pt injury or med intervention necessary according to the hosp rep. No additional info is available.